Manufacturer narrative:
Product stills functions as far as the rf power output is concerned, but the lcd display is blank and cannot show software version or what type of probe being used. Since the complaint description does not mention any damage to the product it appears that shipping damage has occurred during return of product. Product does pass functional testing with a known good lcd display installed and the I/o#2 pcb reseated to backplane pcb header. The complaint investigation has concluded that this unit has succumbed to physical damage during transit. After the evaluation the root cause for the reported issue was determined to be that the device was damaged in transit. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip scope procedure, the generator was not working. There was no back-up available. No reported patient injuries. No other complications were noted.